Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that before the tracheotomy, the tracheotomy tube and accessories were checked, and the balloon of the tube was found to be leaking. The suction tracheotomy tube and accessories were replaced before the tracheotomy was started. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.